Event description:
The device was removed due to "infection". As reported to co, the entire device was removed and replaced with another mentor malleable penile prosthesis. 5/27/97 - upon receipt of addl info from the physician/surgeon, he stated... "Infection was suspected due to pain, fever, and tenderness.